Event description:
It was reported that the customer experienced a blood glucose (bg) level of 463 mg/dl; cause was not known. Customer "was sick and could not take insulin" and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of discharge was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.